Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope connector cover packing. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of the scope cover packing, water tightness was lost. Air/water cylinder had no color. Suction cylinder had no color. Scope cover had a crack. Plug unit was deformed. Due to a chip on objective lens, the image had a dark area partially. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up and right direction did not meet the standard value. Due to wear of angle wire, bending section cannot be controlled at all. Plastic distal end cover was deformed. Adhesive around objective lens had a chip. Light guide lens had discoloration. Adhesive around light guide lens had a crack. Bending section cover had clotting protein. The universal cord had its coating peeled and had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope distal end was porous and bowden cable was not stable. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: adhesive on bending section cover had foreign objects and the angle wire was worn. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.